Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a arteriotomy closure of a common femoral artery was attempted using a starclose se device via a 5f sheath after a transarterial chemoembolization (tace) interventional procedure. Reportedly, during thumb advancement, the clip of the starclose se device was seen shredding the sheath and had deployed prematurely. Therefore, the thumb advancement step was not completed. The clip remained in the sheath. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported pre-mature clip deployment and clip deployed in the sheath were not confirmed based on the returned device observations. The sheath split issue was confirmed. The manufacturing group investigation identified the potential of a product quality issue related to the manufacture of the device. Reportedly, a femoral angiogram was not performed. It should be noted that the starclose instructions for use (IFU) states: perform a femoral angiogram to verify the location of the puncture site. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified similar incidents from this lot. The reported event was concluded to be related to a potential product quality issue. The treatment appears to be related to procedure circumstance. The issue is being addressed per internal operation procedures. Abbott vascular (av) will continue to trend the performance of these devices.